Manufacturer narrative:
Follow-up #1 date of submission 06/22/2016-correction to suspect medical device serial #.

Manufacturer narrative:
Follow-up #1 date of submission 08/16/2016-product analysis: the device was returned and evaluated by product analysis on 07/22/2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. The transmitter successfully paired with a test pump and was able to calibrate appropriately. The transmitter and test pump were exercised successfully and performed within specification; no issues or alarms were experienced.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging the antenna icon appeared in place of the continuous glucose monitoring reading for more than 15 minutes and less than 3 hours. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.